Manufacturer narrative:
(B)(4). S/w ver 2.9d. Retainer = clear. The insulin pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The insulin pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, serial number label faded, stained keypad overlay, pillowing keypad overlay, cracked reservoir tube lip, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.